Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The user facility reported a 61-year-old female was implanted with an impella device for mechanical circulatory support. The complainant reported that the patient on impella 5.5 support developed ischemia. Left percutaneous axillary cp placement initially due to inappropriate femoral options. Cp removed and new 14f sheath inserted during 5.5 placement. Lue pulses were lost afterwards. The patient was taken to the operation room for left axillary sheath removal and artery repair.

Manufacturer narrative:
The investigation limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. B5 updated with patient outcome and mso statement. D6b added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-13147: d4 model number. E4 should have been left blank.

Event description:
Additional information received the patient expired while on support. Per medical safety officer review use of the device cannot conclusively be associated with the outcome.